Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure system (vcd) could not be pressed properly, was still unsuccessful after several attempts. The plug was withdrawn from the body along with the delivery system. A final attempt to press the plug deployment button was done outside the body and still failed to press the button. Manual compression was held for hemostasis. The director was performing a lower extremity arterial procedure with a puncture from the right femoral artery using a 6f non-cordis short sheath. After the treatment was completed, the vcd was used in blocking the corresponding 6f short sheath, which was withdrawn until blood flow in the femoral artery stopped, and after the indicator window became black-black. When the plug deployment button was pressed, the button could not be pressed properly. The device is not being returned as it was discarded at the hospital. The physician, who is the head of the department, is certified and has extensive experience using the exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, confirming the insertion angle of the vascular sheath introducer to be between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm, with no visible calcium or plaque at the puncture site, no vessel tortuosity, no stent, and no stenosis greater than 50%. The vessel was confirmed to be normal at or near the puncture site. Additionally, the target femoral site had not been previously closed with any closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. During the procedure, the button on the device could not be depressed at all, and the indicator window displayed solid black at the time, with no red color showing during retraction. The device is not being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug deployment button of a 6f exoseal vascular closure system (vcd) could not be pressed properly and was still unsuccessful after several attempts. The plug was withdrawn from the body along with the delivery system. A final attempt to press the plug deployment button was done outside the body and still failed to press the button. Manual compression was held for hemostasis. The director was performing a lower extremity arterial procedure with a puncture from the right femoral artery using a 6f non-cordis short sheath. After the treatment was completed, the vcd was used in blocking the corresponding 6f short sheath, which was withdrawn until blood flow in the femoral artery stopped, and after the indicator window became black-black. When the plug deployment button was pressed, the button could not be pressed properly. The device is not being returned as it was discarded at the hospital. The physician, who is the head of the department, is certified and has extensive experience using the exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, confirming the insertion angle of the vascular sheath introducer to be between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm, with no visible calcium or plaque at the puncture site, no vessel tortuosity, no stent, and no stenosis greater than 50%. The vessel was confirmed to be normal at or near the puncture site. Additionally, the target femoral site had not been previously closed with any closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. During the procedure, the button on the device could not be depressed at all, and the indicator window displayed solid black at the time, with no red color showing during retraction. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18338142 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint of "deployment lever (button)- frozen/locked" could not be confirmed. The exoseal instructions for use (IFU) instructs users to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.